Event description:
It was reported that during a hand assisted lap. Sigmoid resection, the device was fired and worked fine. When the anastomosis was leak test, the stapleline leaked at the edge of the corner, where the device stapled. The patient received a temporary illestomy for three months.